Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured. The device was then simply pulled out from the patient's body. The device was completed with a different device. There were no patient complications reported and the patient's condition was good post-procedure.